Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the insulin pump displayed alert 38 indicating a consecutive stalled motor and the alert persisted after a restart, while the patient was using a teflon infusion set and had recently performed a supply change; a dry run succeeded and the patient was advised to perform another supply change, with replacement supplies arranged via standard shipment. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and an interview-based assessment. Investigation of this case revealed evidence consistent with a mechanical jam related to the motor component and an assembly problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.